Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made during the patient¿s next in clinic visit. Patient was stable and will be followed up normally.